Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown mg/dl at the time of the incident. Customer reported that she cannot figure out why the air bubbles, this has been going on and off and there is no pattern to it. Customer reported approximate size of air bubbles is small champagne sized bubbles, they can be 3 to 4 in a row, taking up a 1/4 in of tubing on occasion it tends to be a series of bubbles. Customer noticed air bubble throughout tube in different areas during therapy. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. The customer was unable to remove the air bubbles. Customer reported that she is using the same infusion sets and never had this issue before with the previous pump. The reservoir will not be returned for analysis.